Event description:
A malfunction alarm identified as "malf 12" was reported, but no notable events occurred prior to the incident. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy, and a replacement pump was arranged to be sent. The customer was instructed on how to put the defective pump into storage mode and agreed to return it using a pre-paid label within 10 days.